Event description:
It was reported that a 20 yr old male pt was receiving insulin at 9 ml/hr channel one of the pump. One hour after a new container of solution was hung it was noted that 50 ml had emptied from the 100 ml solution container. The infusion pump was removed from the pt. The pt's blood sugar got as low as 19. The pt rec'd d50 solution intravenous in reponse. It was commented that it took approx. 6 hours for the pt's blood sugar to stabilize, but the pt returned to per-incident status.